Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00786201530, versys fm taper, 61122969 00620205022, shell porous with cluster holes 50 mm, 61700311 00630505032, liner standard 32 mm, 61660296. Requested but not returned by hospital.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, the patient was revised due to pain and corrosion. It was reported that the head and liner were removed, and the locking ring was replaced. A new liner and biolox option head were implanted. A pathology report found patchy acute inflammation with 10-15 neutrophils per high powered field. No additional patient consequences were reported.